Event description:
New valve was connected during implantation and cerebrospinal fluid was squirting out of the valve. Valve was removed and saved for testing. The valve leaked around the chamber with the arrow. When reservoir was depressed cerebrospinal fluid squirted out near arrow mark.